Manufacturer narrative:
Reported event of stent positioning problem. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was implanted in the pylorus during a stent placement procedure performed on (B)(6) 2014. According to the complainant, the stent was implanted to treat a 5 cm lesion due to a gastric outlet obstruction. Reportedly, the patient¿s anatomy was not tortuous. During the procedure, the stent was advanced to the stricture and the physician began to release the stent. The stent deployed approximately 20% and the physician attempted to reconstrain the stent to change its position. However, the stent was not able to be reconstrained and the physician deployed the stent in the incorrect location. It was reported that the stent remained implanted in the patient and the physician implanted a second wallflex enteral duodenal stent to complete the procedure. The patient's condition at the conclusion of the procedure was reported to be stable.